Manufacturer narrative:
The spinalpak assembly was received for evaluation but due to the nature of the complaint and the information provided within the complaint file, only the spinalpak stimulator was evaluated. A visual inspection of the customer returned product was performed. Included was one spinalpak stimulator part no. 1067717 with serial number (B)(6) received in a shipping box. The part received looks to be in good condition from the visual/cosmetic point of view. The spinalpak stimulator compliance data was downloaded on august 6, 2024. The compliance data indicates the unit treated for 0 days 21 hours and 18 minutes. Review of the DHR indicates there were no non-conformances or deviations reported. The sp unit ran burn-in stand-alone ¿battery¿ only for more than 24 hours with no problem. The measured output period was 16.44 usec (specification - output period from 15.2usec ¿ 18.5usec) ¿¿pass¿. The measured output amplitude was 6.2 vpp (specification - output amplitude from 5.4vpp ¿ 6.4vpp) ¿¿pass". All tests/inspections were completed using tektronix oscilloscope ID (B)(6) with calibration due on (B)(6) 2025; and (B)(6) s/n with a calibration due date of february 15, 2025. Test/inspections were completed by the quality department on august 07, 2024. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Review of complaint history identified (18) total complaints from (apr 10, 2023) to (apr 10, 2024) for pn (1067716, 1067717) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. The spinalpak stimulator was received for evaluation. The DHR was reviewed in the product information section. All evaluation results are included in the product evaluation section. The failure was not confirmed for the reported condition of the "experienced pain". The unit was tested and the unit stopped beeping when the dummy load was entered. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Highridge medical will continue to monitor for trends. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported by the patient that the spinalpak device makes her heart race. The patient does not have a pacemaker but does have a stent. It was later reported that the patient has 6 stents after several heart attacks and her experience with steroids and stimulators are triggers for her heart issues. The patient treated for the first time and after approximately 45 minutes she felt a tight pain in her chest assessed at a 7 or an 8 out of 10. The patient took a nitroglycerin pill and felt a little better. The patient then treated for approximately 10 hours. The next day the patient treated for approximately 10 hours and need 2 nitroglycerin pills to treat. The pain remained at a 7 or 8 out of 10. The patient then paused treatment per the advice of her sales representative. The patient continued to have a tightness in her chest at a 7 or 8 out of 10 in addition to pain in her left shoulder blade assessed at a 6 or 7 out of 10. Customer service reiterated the sales representative¿s advice to pause treatment until speaking with her doctor. The patient stated she spoke with her surgeon who told her to stop treating and report the issue to the sales representative, which she did. Customer service then advised the patient to contact her cardiologist to report the issue. It was later reported that the patient spoke with her surgeon and cardiologist who told her it was okay to discontinue use of the stimulator.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported by the patient that the spinalpak device makes her heart race. The patient does not have a pacemaker but does have a stent. It was later reported that the patient has 6 stents after several heart attacks and her experience with steroids and stimulators are triggers for her heart issues. The patient treated for the first time and after approximately 45 minutes she felt a tight pain in her chest assessed at a 7 or an 8 out of 10. The patient took a nitroglycerin pill and felt a little better. The patient then treated for approximately 10 hours. The next day the patient treated for approximately 10 hours and need 2 nitroglycerin pills to treat. The pain remained at a 7 or 8 out of 10. The patient then paused treatment per the advice of her sales representative. The patient continued to have a tightness in her chest at a 7 or 8 out of 10 in addition to pain in her left shoulder blade assessed at a 6 or 7 out of 10. Customer service reiterated the sales representative¿s advice to pause treatment until speaking with her doctor. The patient stated she spoke with her surgeon who told her to stop treating and report the issue to the sales representative, which she did. Customer service then advised the patient to contact her cardiologist to report the issue. It was later reported that the patient spoke with her surgeon and cardiologist who told her it was okay to discontinue use of the stimulator.